Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, the sensor reading at night were inaccurate causing the insulin pump to alarmed low predict and go into threshold suspend. Sensor reading 40 mg/dl and blood glucose was 120 mg/dl, 109 mg/dl, 74 mg/dl calibrated each time. Current blood glucose was 74 mg/dl and 45 mg/dl. Customer was advised when to properly calibrate. Customer was advised to monitor the sensor. No further information reported.